Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the presence of filaments or particles on the posterior surface of implants was noted. These filaments were stuck to the implants and the physician was unable to remove them. The particles are described as sticky coils, impossible to remove. The implants do not seem to be marked before injection. Additional information was received stating at 1-day post-op, the patients did not show any inflammation; it was too early to see if there was any visual impact for the patient. The cartridges are suspected for reported event and implants have not been explanted.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used complaint company cartridge was not returned. Four unopened company cartridges were returned an opened 10-count carton. One of the returned company cartridges was opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumen. The company cartridge was functionally tested per the IFU (instruction for use). No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Two photos were provided. The first photo shows a lens in the eye. What appears to be a linear mark or material is observed. This mark appears to be on the posterior surface. The second photo is attached in an email. This photo is of an eye. The lens cannot be observed. An artifact (possible material) was observed at the center of the pupil. No determination can be made from the photo as to the nature or origin of the artifact. Product history records were reviewed, and documentation indicated the product met release criteria. A qualified lens was indicated. The handpiece and viscoelastic used were not provided. It is unknown if qualified products are being used. No determination can be made without physical evaluation of the complaint sample. One of the unopened company cartridges returned for the reported lot was evaluated. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No foreign material was observed after the functional testing. It is unknown if a qualified handpiece and viscoelastic were used. Per the IFU: the company delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. There have been six other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating the iol was not considered as suspect, the foreign material was from the cartridge. No further information expected for this report.